Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics for the event. The patient was discharged from the hospital and recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g28035 and h13h25021 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).